Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when the surgeon used the stapler and a reload to cut the tissue, it was found the stapler cannot be squeezed. After changing the handle, the reload was fired successfully and the case was completed. There was no patient injury.